Event description:
Pt underwent craniotomy for brain tumor. In 1999 leibinger bonesource hydroxyapatite cement and mesh were used for the skull reconstruction. In 1999 the pt was seen for postop followup. Area for cranioplasty was depressed and soft. The pt was returned to surgery for skull reconstruction and to remove the bonesource and leibinger mesh. The bonesource was found to be in a sizable number of friable fragments of granular brown material separate from the wire mesh. In addition, some of the fragments had migrated from the original implantation site.